Event description:
The customer reported erroneously low platelet results, for one patient, involving unicel dxh 800 coulter cellular analysis system. The customer stated an initial platelet result of 46 10^3 cells/ul was obtained with platelet clumping suspect message. The customer analyzed a recollected sample, with a sodium citrate tube (blue top), and recovered a higher result of 106 10^3 cells/ul without system flags. The blue top (sodium citrate) produced a higher result of 169.4 10^3 cells/ul after correcting for dilution factor of 1.1. The customer indicated platelet clumps were observed on smear. The erroneous results were released out of the laboratory. An amended report of 169.4 10^3 cells/ul was subsequently issued. The same sample was analyzed on an alternate coulter lh 750 hematology analyzer and produced a result of 109 10^3 cells/ul with platelet clump flag. There was no report of patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
The customer had no concerns regarding instrument function and discussed flagging sensitivity settings for platelet clump flag with beckman coulter field service engineer (fse) through the telephone. Patient samples were drawn in 5 cc vacutainer and analyzed less than 2 hours later in automatic mode. The instrument was performing within quality control (qc) specifications with respect to controls and reproducibility. Controls were not performed prior to or after the event.